Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic sphincterotomy (ercp) procedure performed in the common bile duct (exact procedure date unknown). According to the complainant, during a scheduled follow-up stent removal procedure performed approximately three months following implantation, it was reported that the previously implanted advanix biliary stent had migrated, causing a perforation in the duodenum. The perforation was resolved using a ¿clipper¿. Furthermore, during the removal procedure, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with the snare, the stent broke into pieces requiring intervention to remove the pieces of the broken stent from the patient. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be "fine."